Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing internal leakage test during pre-use check. A service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. Despite several reminders, this is the only information received regarding this complaint, which is not enough to determine the root cause of the reported failure. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).